Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information with no response to date. (B)(4).

Event description:
A customer reported that a patient experienced endothelial cell loss after intraocular lens (iol) implantation. An iol explant was planned. Attempts have been made to obtain additional information with no response to date.

Manufacturer narrative:
Additional information received from the reporter on [(B)(6) 2015] indicated the product that was associated with this event is not sold in the USA. Therefore, a medical device report is not required for this event. (B)(4). Evaluation summary: endothelial cell loss (ecl) is the reduction in the number of cells of the corneal endothelium and is a known risk associated with the placement of a phakic lens. The product labelling and instructions for use of the acrysof® cachet® phakic lens clearly describe the product's intended use, identifies potential complications/side effects and contains warnings. The warnings in the product labelling provide guidance for the proper and safe use of the acrysof® cachet® phakic lens, specifically with regards to the risk of significant endothelial cell loss (ecl). Elevated rates of cell loss over time or sudden, dramatic increases in cell loss may require the iol to be explanted. Ongoing monitoring and evaluation of the endothelial cell density (ecd) must be conducted after phakic lens implantation. The critical ecd threshold needed to sustain corneal endothelial cell function varies among individuals. Iol explantation to reduce the likelihood of corneal decompensation may be required when the central ecd approaches approximately 1500 cells/mm2. The physician must consider the following factors when assessing postoperative ecd levels: the subject's age, the status of the fellow eye, and the overall risks/benefits of iol explantation. Limited data suggest stabilization of ecd loss rates after iol explantation. Based on data analysis from an ongoing 10-year study to evaluate the safety of the cachet® phakic lens in patients with myopia (near-sightedness) from -6.0 to -16.5 d vision correction, alcon has decided to voluntarily discontinue sale of the acrysof® cachet® phakic lens.

Event description:
Additional information provided by the investigator. The issue was probably related to the intraocular lens. The patient was seen in consultation on (B)(6) 2015.